Manufacturer narrative:
The returned device was evaluated and the device turned on using battery and ac power; however no sound was heard while the unit was powered on. When alarm conditions were presented, the unit provided visual but not audible alarms. Internal inspection determined that the speaker had an open continuity. Once the speaker was replaced, the sound was clear and all alarm conditions were both audible and visual. A service history record review reveals that this unit was in the field for over twelve (12) years with no previous reported issues related to this reported event.

Event description:
The customer reported the "volume was not heard." No consequences or impact to patient were reported.